Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Vendor evaluation confirmed the allegation. Multiple components are damaged. The cause is wear and tear.

Event description:
It was reported by the sales rep that during case preparation, the ar-1600m, made a loud sound during re-tighten. The handle would no longer fully tighten and will only spin in place without locking the arm fully into position.